Event description:
It was reported that a spectrum pump alarmed system error 207. Review of the spectrum service manual confirms that there is not a system error 207 associated with the spectrum pump. The alarm is currently unknown. Multiple attempts have been made to obtain additional information without success. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.